Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm via a merlin at home transmission. Patient was asymptomatic. Reprogramming changes were recommended.

Manufacturer narrative:
(B)(4).